Event description:
Reportedly, several attempts to perform a fu with monitor ec2101334 placed at patient's home. Heart button is fixed red.

Event description:
Reportedly, several attempts to perform a fu with monitor ec2101334 placed at patient's home. Heart button is fixed red.

Manufacturer narrative:
Date received by manufacturer set to 21/11/2023 as customer response was sent the subjected home monitor was not returned for expertise. The analysis of available log files from the remote monitoring website revealed that the subjected transmitter seems to have normal behavior while in use. The lights mainly work as expected. Network seems to be ok. Based on available data an issue with the home monitor can neither be confirmed nor excluded. This case is retained and utilized for trend purposes. If further information will be provided or the subjected home monitor becomes available for expertise, this case can be re-opened.